Event description:
The customer reported the unit doesn't appear to be charging the batteries. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Follow up report will be submitted once the investigation is complete.